Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, medical device catalog #, unique identifier (UDI) #. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error was determined to be the cause of a channel disconnect event. The channel disconnect event was confirmed through the review of the device logs; however, the issue was not replicated. Laboratory results from the iui failure product analysis procedure determined the suspect pump module and syringe module were working as intended. An examination of the right (male) and left (female) iui connectors, with the use of enhanced magnification identified the presence of corrosion and contamination on the connector pins but did not interfere with the contact area of the pins. Asm preventive maintenance results indicated that the suspect pump module and syringe module were performing correctly with no issues noted. A review of the suspect pump module s/n 15526618 and syringe module s/n 15876260 error logs were performed, and no errors or anomalies were noted on the reported event date. On 09aug2025 at 12:40 pm an infusion was programmed and started for drug ID 404 at a rate of 20 ml/hr, volume to be infused (vtbi) of 30 ml and concentration of 10 mg/ml. The infusion was paused. At 12:43 pm the infusion was restarted. At 1:58 pm an infusion started at a rate of 20 ml/hr, vtbi of 5 ml and concentration of 10 mg/ml. The vtbi was reprogrammed to 50 ml. At 2:12 pm the infusion rate was reprogrammed to 15 ml/hr. A pvi of 29.386 ml was recorded. Between 4:01 pm and 4:04 pm two (2) ¿net unit disconnected¿ were recorded. An infusion started at a rate of 15 ml/hr, vtbi of 17.508 ml and concentration of 10 mg/ml. A pvi of 57.341 ml. At 4:08 pm a ¿net unit disconnected¿ was recorded, the unit was removed and added. A pvi of 58.241 ml. At 4:09 pm an infusion started for drug ID 404 at a rate of 15 ml, vtbi of 20 ml and concentration of 10 mg/ml. The pump module alarmed for safety clamp open alarm and the door was closed. The vtbi was reprogrammed to 50 ml. A pvi of 58.42 ml was recorded. Between 4:10 pm and 4:19 pm the infusion rate was reprogrammed to 20 ml/hr and a ¿net unit disconnected¿ was recorded. The infusion rate was reprogrammed to 15 ml/hr. A pvi of 61.639 ml was recorded. At 4:36 pm the door was opened and the pump module alarmed for check IV set. The unit was channeled off and a pvi of 65.831 ml. The external and internal inspection was performed. The pump module¿s s/n 15526618 iui connectors were observed with damaged isolation ribs and corrosion. The syringe module s/n 15876260 male iui was observed with damaged isolation ribs. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. Bd alaris system iui inspection tip sheet recommends replacing the iui when any surface is contaminated with blue or green deposits, cracks, or other signs of damage are visible. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of damaged devices can result in patient harm. The bd alaris best practices for cleaning tip sheet contains information regarding the correct steps for cleaning the iui connectors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the channel error is being attributed to a channel disconnect event identified in the event log during the investigation. The probable cause of the channel disconnect is being attributed to the evidence of corrosion, contamination and damaged isolation ribs on iui connectors during the external inspection. Note that this report lists imdrf annex codes a1801, a0401, c0503, c23, d08, d11, g02017 not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that propofol and fentanyl were running for the patient for sedation when all of a sudden there was a channel error on the fentanyl side channel. It was restarted and again in 10 minutes there was a channel error on propofol port. There was patient involvement but no harm.

Event description:
It was reported that propofol and fentanyl were running for the patient for sedation when all of a sudden there was a channel error on the fentanyl side channel. It was restarted and again in 10 minutes there was a channel error on propofol port. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.